Manufacturer narrative:
This initial and final emdr is being submitted to FDA for outside us like products reporting. The product was not returned. And the serial number was not available. Therefore, we could not perform any investigation for this case. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic: the leading haptic was broken during the implantation. Explantation of the iol, new lens was used without any issue. Patient health not impacted. Serial number, expiration date and diopter power are unknown.